Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades and pads, approximately 17mm in length was partially detached from the proximal end of the balloon material. The remaining section of blade and pad measuring approximately 3mm in length was undamaged and fully bonded to the balloon material. The entire 2cm of blade was accounted for. All other blades were intact and fully bonded to the balloon material. A visual and microscopic examination of the balloon noted that the balloon was unfolded and inflation medium was observed within the balloon material which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft of the device which could potentially have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
It was reported that the blades became lifted. The target lesion was located in a shunt in the arm. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon¿ was selected for use. During withdrawal of the balloon through the sheath, it was noted that the sharp blades almost came off of the balloon. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the blades became lifted. The target lesion was located in a shunt in the arm. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon¿ was selected for use. During withdrawal of the balloon through the sheath, it was noted that the sharp blades almost came off of the balloon. No patient complications were reported.